Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (foreign material in channel) was not confirmed. It was suspected that the black matter and fluid may have been cleaned/removed from the device during reprocessing, before the scope was sent to olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, it was suspected a hole was opened in the channel by inserting and removing a treatment tool with unreasonable force, and the abrasive applied to the outside of the channel flowed out from the hole into the inside of the channel. The basis of this is because fluid was leaking from pinholes that were observed in the forceps channel. However, a definitive root cause could not be determined. The device's instruction manual provides the following information that may help to reduce or prevent the occurrence of such events: "if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." In addition, service found that switch button #1 was not working, the light guide tube was wrinkled, the label on the scope connector cover was missing, the insertion section was wrinkled, there was fluid invasion in the bending section and the control section, and the electrical connector was corroded. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing of the subject device, black matter and fluid were leaking from the channel. The subject device was not used on any patient thereafter. There was no patient or user injury reported due to the event.